Event description:
The clinician reported that on the day of attempted placement of the dental implant in ada site 9 in the patient's mouth, the implant did not achieve primary stability. Another implant was not successfully placed in the same site. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.